Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure to treat a target lesion in the moderately calcified and heavily tortuous obtuse marginal artery, which had previously implanted stents. The physician advanced the 2.5 x 8 mm xience xpedition stent delivery system (sds). Due to the patient anatomy, the xience xpedition sds was unable to cross to the target lesion. The device was removed without difficulty. Additional pre-dilatation was performed and a 2.25 x 8 mm mini vision sds was then advanced; however, due to the patient anatomy, this device was also unable to cross. The device was removed from the patient anatomy without difficulty. Upon removal, the device was flushed and a leak was noted about half way up the catheter. The device was not used again. A new 2.5 x 8 mm mini vision sds was then used and the stent was deployed at the target lesion. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. The leak was confirmed. Based on visual dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.